Event description:
It was reported that two cartridges were leaking from the pigtail. Additionally, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customers blood glucose level was 292 mg/dl. A new cartridge was loaded to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.